Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital. (B) (4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro tissue welder was sticking in the cannula "stiction" and was difficult to maneuver during the procedure. The same unit was used to complete the procedure. The hospital did not report any patient complications.